Manufacturer narrative:
Alleged failure: a plastic bubble that forms over the probe tips and also that the tips don't look right out of the box. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be a manufacturing issue such as (cleaning/wiping the excess glue after applying). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the residual glue on the probe tips broke off and remained inside of the patient. Note the residual glue present was evaluated in the product biocompatibility testing and it does not cause adverse reactions.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the residual glue on the probe tips broke off and remained inside of the patient. Note the residual glue present was evaluated in the product biocompatibility testing and it does not cause adverse reactions.